Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (concentration and dose unknown) via an implantable infusion pump. Indications for use included non-malignant pain and chronic low back pain. It was reported that the patient would see their healthcare provider (hcp) once every six months for refills, and they were not sure if maybe they should go there more often "just so they did not die." The patient clarified they had concerns about the refill process because they travel to see their hcp twice a year. The patient's healthcare provider expressed concern that the medication was "really thick" and the patient was only having it refilled twice a year. The patient confirmed that they expressed concern about the stability of the medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.